Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/12/2024, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer drive shaft was welded together with the ar-9597-20 angled reamer sleeve, 20° and caused the surgeon's wrist to suddenly twist and makes the reaming difficult. A second ar-9597-20 angled reamer sleeve, 20°, was used, and the incident occurred a second time. The case was carried out successfully with a different reamer sleeve and driveshaft. This was discovered during an rtsa procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 12/17/2024: there was no case delay reported.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual evaluation noted damage on the edges around the device, nicks on the shaft, and abrasion marks on the base of the angled reamer of the angled reamer sleeve, 20°. Functional testing was performed and noted that the matting part failed to rotate freely and became stuck, due to the abrasion marks on the inside shaft, angled reamer and chips on the edges. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to seize from functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user does this during normal clinical use. When used normally, this issue is unlikely to present itself, which suggests that the handling of the device has a large impact on whether or not it will seize. For this reason, the direct cause is considered to be misuse of the device.¿